Event description:
Procedure type: lap ovarian cystectomy. According to the reporter: small micro fragments noticed inside pt after trocars were put in place. Physician feel that small blue plastic particulates are from our trocar obturator or coming from the seal. Two micro particulates retrieved and sent with trocars to risk management for eval. No delay in or time, no bleeding or pt injury reported. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 04/13/2009. There was a second device involved in this incident where the shavings could have possible come from. MFR report#: 2647580-2009-00180. In addition the account also filed a medwatch, uf/importer report.